Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set adhesive event on (B)(6) 2026. Patient reported that the infusion set tape was not sticking well. No further information available.